Event description:
During deployment of one of the solus lumber spacers utilized in the two-level 360 procedure, the surgeon heard a cracking noise. He initially thought it was something to do with the existing broken screw previously left in the patient. Upon looking at a full a-p image it was noted that one of the solus blades had fractured and broke. The surgeon is confident that no contingencies for revision are required as one blade is fully engaged within the female patient's vertebral body. Additional posterior fixation secures the implant within the l5/s1.

Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The solus spacer remains securely anchored within the patients l5/s1 via supplemental fixation. Review of the device history records revealed the implants were properly manufactured and released according to design specifications. Two separate solus implant part numbers were utilized during the case. It is unknown which fractured. · 25200-114-seu; lot 652399 - alphatec solus lumber spacer 14mm medium, 7° lordotic, manufactured date: 12/29/2012, expiration date: 2/28/2015. · 25200-312-seu; lot 666238 - alphatec solus lumber spacer 12mm medium, 12° lordotic, manufactured date: 11/27/2013, expiration date: 2/28/2015. These configurations of the alphatec solus lumber spacer (25200-114-seu & 252-312-seu) are not available for use or sale in the USA. Examination of the supplied images indicates the blade of the solus spacer may have contacted the fractured screw (previously left in the patient) while deploying the blades to penetrate/anchor within the vertebral body.